Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported that they had bg levels of "high" over 600 mg/dl and due to this issue they had to seek medical attention. The patient stated that they were given insulin at the hospital to bring their blood glucose levels down. Patient was admitted for 3 days.